Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported redness and discomfort (described as warmth) were present at the ipg site. As a precaution, the patient's doctor decided to treat the situation as if an infection was found. In turn, the patient was given antibiotics orally and intravenously. It was noted the patient's ipg site looks fine and no fever was present. Blood work was done on (B)(6) 2017.

Event description:
Follow-up revealed no lab work was performed as initially reported. It was also reported the patient is doing well and will not be undergoing additional treatment.